Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and subsequently lost consciousness. Cause of bg level was not provided. The customer was taken to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids and medication to allow customer to regain consciousness. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.